Event description:
The pre-check of setup the piston syringe started to fill with air from the large black seal. The syringe was removed, and the air was removed. The device was set up using the same equipment, and the pre-check was restarted. With the attempt, the piston syringe started to leak fluid from the black seal.